Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/-5; cat # 6570-0-036; lot # 30807355. High insignia collared hip stem; cat # 7000-6602; lot # 29792354. Trident psl with purefix ha 48mm; cat # 542-11-48d; lot # 26228551. Acetabular dome hole plug; cat # 2060-0000-1; lot # 147871. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. -method & results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced or sterile lot. Conclusions: patient's right hip revised due to possible infection. No other information available due to hospital policy. A head and liner exchange was performed. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to infection. A head and liner exchange was performed. Rep confirmed that no further information will be released by the hospital or surgeon.